Event description:
The user facility reported that during an endovascular thrombectomy (evt) via left brachial approach, the guidewire fractured at approximately 18cm from the distal end. The fracture occurred around the aortic arch when a guiding sheath called parent plus from medikit (6fr. 93cm) was being introduced into the inferior vena cava. Before use, the guidewire had been shaped. The area where the fracture occurred had been shaped (the exact method of shaping is unknown). The fractured distal piece was successfully retrieved using a goose neck snare with a diameter of 7mm. The procedure was able to continue after the retrieval and was completed without any issues. The procedure was completed successfully. No health adverse events were reported from the patient. There was no residue in the patient as it was retrieved.

Manufacturer narrative:
G4: PMA/510(k): k923607, k926214. 1. Visual inspection of the actual sample: - length of the fractured distal portion: approximately 181 mm. - length of the main body: approximately 2421 mm. - combined length: approximately 2602 mm. - the combined length was within our control criteria for this product code. 2. Magnifying inspection of the actual sample: - the core wire was exposed at the fracture of the distal portion. - no exposure of core wire was found at the fracture of the main body. - there were scratches near the fracture of the main body. - there was no anomaly in the appearance, such as a peeling of outer layer, in the other areas. 3. Electron microscopic inspection of the actual sample: - the outer layer of both portions displayed fractured edges resembling a torn shape. 4. Dimensions: - outer diameter of the main body: it met the factory's specification. No anomaly was found. 5. Electron microscopic inspection of the core wire: the outer layer of the actual sample was removed, and the fractured ends of the core wire of both portions were inspected using electron microscopy. - both ends had been curved. - dimple patterns were observed on a part of the fracture surface of both portions. 6. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar cases have been reported from other facilities. 7. Simulation test: the following simulation test was carried out. A product was repeatedly subjected to a 180-degree bending load. As a result, it was fractured and the core wire at the fracture became curved. A dimple pattern was observed on a part of the fracture surface. It was thought that this condition closely resembled that of the actual sample. 8. Cause of occurrence/ conclusion: based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions of the actual sample. In this particular case, as a possible cause, it was inferred that a bending load was applied to the actual sample during the shaping process, and then, repeated 180-degree bending loads were applied furthermore, leading to metal fatigue and the fracture at approximately 181 mm from the distal end. Subsequently, when the actual sample was removed, a pulling force was applied, causing the outer layer to tear off. This resulted in the actual sample completely separating into portions inside the patient's body. Based on the investigation result indicating that the combined length of the two portions fell within the factory's control criteria, it is likely that no portion was missing from the actual sample. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.